Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1384" removed. The device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/29/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device. The cannula and c-ring were observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "material deformation" was confirmed . Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000379282 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, that vasoviewhempro vh-3500 shape and angle of the harvesting cannula, not how it typically is and interferes with the deployment of the cutting /sealing tips. Another kit of a different lot was opened to complete the procedure with no issues. There was a procedural delay due to opening of additional kits.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.